Manufacturer narrative:
Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
During an investigation of a returned freestyle libre reader, burned resistors were observed. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(4) has been returned and investigated. The reader powered on with button and displayed a "pc (personal computer) message" on the display. Visual inspection was performed on the reader and no issues were observed. The reader was de-cased and upon visual inspection of the pcba (printed circuit board assembly), two resistors were observed to be burned. It has been determined that the user, used a high voltage charging cable to charge the reader which caused the damaged to the resistors and cpu(central processing unit). Thus, this issue is not confirmed due to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
During an investigation of a returned freestyle libre reader, burned resistors were observed. There was no report of death, serious injury, or mistreatment associated with this event.